Event description:
Siemens dimension clinical chemistry systems drug calibrator ii lot d0903-pos exp 03.01.2010 was the label on the package. However, the reagent inside the package -and the package insert- was siemens dimension drugs of abuse positive control lot d0903-pos exp 03.01.2010. Siemens was notified 07.21.2009 and told us they were aware of the issue. The laboratory never received notification of this labeling error. No pt harm occurred, due to this labeling error. Diagnosis or reason for use: calibration of the therapeutic drug assays aon the rxl.